Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of secondary line leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where the customer reported that the secondary line had a leakage during infusion. There were no obvious defects noted on the tubing set. No hole, cut, tears or any other defects noted. The tubing was replaced, and therapy resumed. The event was noted during infusion, and the solution or medicine used was 5-fluorouracil (5-fu). There was no spillage or no drug exposure to the patient or staff. The products were stored in the air-conditioned room in the hospital. There was patient involvement, but no patient harm. No further information is available for this complaint.